Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a cello balloon guide catheter was not adequately deflated during preparation. A leakage occurred after introduction in the introducer. The reported cello balloon guide catheter was used for a stroke treatment procedure. The catheter was flushed following the instruction for use. No patient injury reported.